Event description:
It was reported that no digital display and blank screen event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed device was received in with a crack under the drain fitting, peeling and damaged serial number label, missing reflux plug, j-clip, and auxiliary outlet label, old style components including, printed circuit board, enclosure, and drain fitting. Customers reported issue was duplicated. The lcd was blank. The root cause of the reported issue was determined to have been caused by the lcd not functioning properly. Actions taken to mitigate the reported issue: no action taken due to the device being twenty-four years old and its condition. Device is deemed beyond economical repair and will be scrapped. UDI information is unknown. Report source is unknown.